Manufacturer narrative:
Siemens has requested the trace logs and sensor data for investigation. The customer stated that repeat testing was performed to confirm correct results that met the clinical picture and a corrected report was issued. The customer stated the instrument is currently operational. The cause of this event is unknown.

Event description:
The customer reported discrepant thb results from their rp500 instrument compared to retesting of the same samples on a non siemens instrument. There is no report of injury due to this event.

Manufacturer narrative:
Siemens has shown due diligence in attempting to obtain more information form the customer, and the customer has not responded. Since patient logs are not available no further investigation is able to be preformed. The cause of this event is unknown.